Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The event date is an approximation. On 05/05/2026, it was reported that the patient experienced symptoms consistent with low blood glucose while the cgm was displaying high glucose readings (exact value not reported). Based on the cgm readings, the patient administered a bolus insulin dose. During a phone call, the patient¿s son observed that the patient appeared unwell and exhibited cognitive changes, including difficulty answering questions appropriately, and contacted emergency medical services (ems). Upon arrival, ems performed a fingerstick blood glucose (fsbg) measurement, which showed 59 mg/dl. The patient was treated on-site with apple juice, a granola bar, and advised resting. Ems monitored the patient for approximately one hour, after which the patient¿s condition stabilized, and they departed. The patient was doing well at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.